Event description:
It was reported that the pump was being replaced at the time of report. The reason for replacement was not provided; however, it was indicated that it was not due to normal battery depletion. In addition, it was stated that they had been unable to aspirate the catheter. The reporter noted that the pump had been filled and primed on the back table with a new concentration of morphine. The previous pump was used to deliver 40mg/ml concentration morphine and the new pump had been filled with a 35mg/ml concentration. About three weeks later, it was reported that the pump was replaced due to a motor stall. The new pump had been primed on the back table and reconnected to the previous catheter with the addition of a catheter segment from a sutureless pump connector revision kit. It was indicated that, at the time of report, the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information:the drugs being delivered were morphine 40 mg/ml at 17 mg/day and bupivacaine at 10 mg/ml concentration.